Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump¿s keypad the down arrow and select button did not respond correctly anymore and the sticker with the serial number was lost. The customer blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device responded properly to button presses. No unresponsive buttons or button error alarm or stuck button alarm noted. During visual inspection, found the keypad connector on electrical board was properly locked. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device passed the displacement test. No missing serial number label noted. Device had a faded serial number label.